Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw1471 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "patient was having antibiotic treatment via an infuser bottle. She woke up saturated two nights in a row. She called our service and I asked her to come in and review the line. I flushed the line and there was a obvious split where fluid was leaking out, line was removed immediately." Detail how the patient was affected: patient had to stop her antibiotic treatment 4 days earlier than planned and changed onto oral antibiotics.